Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Description of event: additional information received on (B)(6) 2019 indicated that the separation was noticed approximately 6.5 hours after implantation. It was also reported the second pigtail pleural drain was inserted after the pneumothorax. The pneumothorax resolved and the patient underwent talc pleurodesis, then was discharged without further events. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
See h10.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of the device master record has shown that sufficient controls are in place to detect this failure mode prior to release. Review of the design history file shows validations in place to address this failure mode. The device history record of the complaint lot showed one related nonconformance where the catheter tubing turns in the hub. Related catheter subassembly lot and hub subassembly lot showed no nonconformances. A current complaint software search revealed no other complaints from lot the complaint lot at the time of investigation. All nonconforming devices were scrapped, and all remaining devices in the lot underwent quality control activities such as checking for cap and catheter security via twisting. Since these 100% inspection procedures are in place and no other complaints have originated from this lot, there is no evidence that nonconforming product exists in house or in the field. Based on the information provided, no product returned and the results of the investigation, a definitive root cause could not be determined. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used in a female patient for a pleural tap drainage procedure. The user reports "when checking tube, noted that pigtail catheter had detached from hub of locking mechanism. Drain was removed from the patient and a new drain inserted the following day. As a result the patient suffered a pneumothorax." Additional information regarding the event and patient outcome has been requested but is currently unavailable.